Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., d.10., d.11., e.3., e.4., h.3., h.6., and h.10. Corrected information provided in d.11., and e.3. Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the lens did not want to advance smoothly. As the surgeon was phacoing, the technician was loading the lens. Upon implantation, it was noticed that the iol had scratches/ was marred down the middle; presumably from the injector sliding over it. In the surgeon's opinion the cause or contribution to the event is possibly the injector dragging over the lens. A second medical device report has been filed under mfg report num 2523835-2020-00104 for the handpiece.

Manufacturer narrative:
Product evaluation: the lens was returned stuck to inside of carton; lens case cap and carton. Lens case base was not returned. Blood and solution is dried on the lens. Optic damage was observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported damage was observed. The root cause for the reported damage may be related to a failure to follow the directions for use (dfu). The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was marred when advancing through the cartridge. There was contact with the patient, and the procedure was completed the same day. Additional information was requested.